Event description:
Following completion of a MRI scan, it was noted that a pt sustained a burn in the area where the ECG lead wires were positioned during the exam. Visual inspection of the ECG lead wires revealed that a portion of a lead wire was not plaited. The burn reportedly corresponds to this section of the lead wire. The pt is said to have received 0.2% burn, partial thickness stretching from sternum to abdomen. The pt was monitored overnight and received pain relief before being discharged for a community team to follow up. It is reportedly expected that the pt will heal without complications. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The device manufacture date is unk. The device was shipped on 12/15/2006.